Event description:
It was reported that after a successful insertion in the right femoral artery, blood was noted in the helium tubing. As a result, the iab was removed and a 2nd iab was inserted in the left femoral artery. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that "blood was noticed in the gas line" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that after a successful insertion in the right femoral artery, blood was noted in the helium tubing. As a result, the iab was removed and a 2nd iab was inserted in the left femoral artery. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box. The sample was returned in a cardboard box and was loosely packed within original packaging tray. Returned with the sample were supplied kit components including 60cc luer slip syringe, 40cc inflation driveline tubing, short/long arterial pressure tubing, scalpel, introducer needle, two 0.025" guidewire, pre-dilator, 8fr dilator, 8fr teflon sheath with sidearm and 8fr teflon sheath. No damage or abnormalities were noted to the returned components. The packaging retention sleeves were also returned with the sample. The original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. The arrow sticker was noted cut/ripped and a portion of the sticker was completely missing. This packaging sticker is not to be removed. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen with-in the flex-tip assembly area was noted damaged; the entire flex tip assembly was noted separated and no longer attached to the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip. The stylet was noted inserted within the iabc central lumen; the stylet was likely reinserted after the device was removed from the patient. The reinsertion of the stylet resulted in damage to the iabc bladder at approximately 0.7cm from the iabc distal tip. No traces of blood were noted on the interior or the exterior surfaces of the returned sample. The device likely cleaned prior to the return. Since the damage was noted to the "arrow" packaging sticker. This condition indicates a potential that the catheter was not prepped per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal. The bladder thickness was measured at six points with measurements ranging from 0.0054in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The stylet was removed from the iabc central lumen without any difficulty. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Up-on aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested. A leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and luer end are consistent with the previously con-firmed damaged/ separated central lumen, which cause the reported complaint. The iabc was leak tested again with the iabc distal tip and luer end blocked off. An additional leak was also noted from the distal tip of the bladder. The leak from the distal tip of the bladder is consistent with previously confirmed damaged bladder. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the blad-der at the location of the inner cannula separation. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "blood was noticed in the gas line" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can allow blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the com-plaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action has been initiated to address the issue. Other remarks: corrected data: n/a

Event description:
It was reported that after a successful insertion in the right femoral artery, blood was noted in the helium tubing. As a result, the iab was removed and a 2nd iab was inserted in the left femoral artery. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a successful insertion in the right femoral artery, blood was noted in the helium tubing. As a result, the iab was removed and a 2nd iab was inserted in the left femoral artery. No patient harm or injury. The patient status is reported as "fine".